Event description:
On 11/18/1997, following a catheterization procedure, an agnio-seal device was placed with unknown results. Two days later on 11/20/1997 the pt presented to the emergency room with signs and symptoms of infection. An I&d was performed and the pt was prescribed oral antibiotics (seven day course of keflex) prior to being discharged home. An unknown time later, the pt returned with bleeding from the catheterization site. The bleeding was controlled and again the pt was discharged home. Follow-up with the physician on 1/13/1997 confirms that the pt remains without further sequelae.